Event description:
It was reported that on (B)(6) 2022 a 29mm navitor valve off label use was successfully implanted using a large flexnav delivery system. The sizing of the annular dimensions was 80.3mm, area of 504.4mm2. Post procedure, there was moderate leak. The valve appeared constrained around where the bulk of the calcium was located, however the physician decided to not perform post dilatation at that time. On (B)(6) 2022, the patient present for 1 month post procedure follow up with severe leak and required a post transcatheter aortic valve replacement (tavr) balloon aortic valvuloplasty (bav). The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Manufacturer narrative:
An event of severe leak requiring a post-balloon aortic valvuloplasty was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, "prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.)"